Manufacturer narrative:
The returned device was evaluated. External visual inspection observed air bubbles on the touch screen. The unit powers on and off using both battery and ac power. The device was able to obtain measurements with all the enabled parameters. During testing, the touch screen sometimes freezes and was not responsive. Internal inspection found the touch screen had failed. After replacing the touch screen with a known good one, the touch screen was responsive. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device screen is shaky and freezes sometimes. No patient impact or consequences were reported.